Event description:
Customer reported the system is smoking and has a burning smell. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motor power cap module. System operates as intended.